Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of approximately 36 mg/dl. The cause of the low bg was unknown. Additional information was not provided. The customer declined to troubleshoot with tandem technical support.